Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis; however, based on the reported information, the reported difficulties are related to interaction with the patient¿s tissue which suggests that inadequate nick and spread was performed prior to the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery stenting interventional procedure. Reportedly, the sheath split completely and clip was deployed; however, when removing the device, resistance was noted and device got caught in patient's tissue. The release mechanism was used and the device was removed successfully. No tissue damage was noted. When the device was inspected it was noted that the clip remained on the end of the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.